Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position, and size of the ventricular assist device (vad), tension/ trauma to the driveline exit site, duration of time on vad support and history of infections. There are possible patient and pharmacological factors that may have contributed to this event. Patient was also in hospice for the last 3 months of his live, with only comfort measures provided and medical interventions given for the infection. Patient was in hospice when he expired due to sepsis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's death was related to driveline infection. The patient expired in hospice care on (B)(6) 2017 due to infection. It was stated that the patient had been in hospice care for three months prior to death. It was further stated that the pump and equipment would not be returned, as per family's preference. It was also stated that no autopsy would be done. No further information will be available.